Event description:
A malfunction was reported on the pump, identified by the malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to report back if the malfunction code reappeared, which the customer acknowledged and understood.